Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they were not feeling stimulation on groups a, b, or c, starting last thursday or friday. Patient said they thought that was because the implant battery was dead, but they charged the implant and stimulation was on and they still didn't feel stim even after they tried increasing intensity. Patient then said when they tried to increase stim on group c, they were seeing a settings not available message. Agent reviewed screen information and the patient was redirected to their healthcare provider to further address the issue.